Event description:
A consumer implanted for spinal pain reported that starting a couple of weeks ago the implant was coming out of their body, and apparently their body was rejecting it, although they couldn't see it. The device was not hurting the consumer. It was noted it itched at night so the consumer scratched it and felt something wet so they put a bandage on it and were "freaked out." It was noted the consumer was allergic to metals and plastics, and couldn't wear rings, bracelets, necklaces, or a plastic hospital band. On (B)(6) the consumer met with their physician regarding the implant coming out of their body. It was determined the consumer was allergic to titanium so the device was explanted on (B)(6) which resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.